Event description:
Reporter indicated that vns pt was seen in hosp e.r. With multiple seizures over the preceding five days. The pt was reportedly hospitalized for 2 days. It was reported that the pt experienced an increase in seizure activity over pre-vns baseline frequency after stimulation was initiated. Additioanally, the pt indicated that they were not shown how to use the magnet and does not feel magnet mode stimulation. The pt also reports shortness of breath with stimulation. The pt presented to hosp e.r. A second time approximately 5 days after being discharged. At this second visit, the pt indicated that they were experiencing more seizures, but treating physician (not the same physician who treated the pt at the time of their first visit) indicated that the pt was having tremors and not seizures. Further follow-up with treating neurologist indicates that the pt is doing fine and that their symptoms were possibly related to anxiety. Neurologist indicated that the pt is extremely anxious. Neurologist indicated that the pt is likely attributing their problems to the vns which is not likely the issue. Neurologist lowered normal mode output current from 0.50ma to 0.25ma.